Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (I and ii), lot x384, on the galileo.

Manufacturer narrative:
The customer performed repeat testing on the galileo using a different lot of indicator cells and plates. Negative results were again obtained. Manual tube testing was performed with 30-minute room temperature incubation and the anti-e was evident. There was no additional sample available for investigation. The customer was referred to the limitation section of the package insert which states that specificities of presumed significance, that are wholly igm in nature (i.e. Igm anti-k or igm anti-e), may fail to react in this assay.